Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that caller reports patient had multiple revision done and the left side of the lead was clipped, another lead was implanted adjacent to the clipped lead. Caller reports they spoke to rep today and was advised to call ts. Reviewed lead fragment eligibility. Additional information was received from a manufacturer representative (rep). The rep reported that the MRI facility was looking at an image from 2021. The patient does have a remaining set of electrodes on the left side but her new lead was placed on the right side. Her new images reflect that as well as the physicians post op notes. There is no device concern. The lead was broken during removal by her previous physician. He struggled to get it out and the lead broke. There is no need to return the device. This issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# (B)(6) serial#, implanted: (B)(6) 2020, -11-02 explanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 30-jun-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.